Manufacturer narrative:
Concomitant medical products: dtma1d4 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the patient fell, the lead alert sounded and the right ventricular (rv) lead exhibited low impedances. The impedance alert threshold will be reprogrammed, and the lead remains in use. No patient complications have been reported as a result of this event.